Event description:
Reporter stated she may have gotten the er1 message in the last six months. Reporter would test meter with control solution and it would then pass. Reporter may not have used enough blood and so received the er1 message.